Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited no capture and pacing impedance measurements greater than 2500 ohms due to a fracture. The lead was removed from service. No additional adverse patient effects were reported.